Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.product not returned for analysis.

Event description:
Peripheral cutting balloon.it was reported in2004 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The lesion was de novo. The target lesion was non-tortuous; non-calcified. Lesion morphology was tight concentric stenosis. This lesion was 7mm in diameter and 20mm long with 80% stenosis pre treatment, and 0% post-treatment. The patient had follow up visits in 2004, 2005. The target lesion was reported to be patent and no adverse events or intervention since the pcb procedure.the patient had a follow up visit seven months later. A conventional angioplasty of the target lesion took place the month prior, to treat angiographic stenosis. No other information was reported.